Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced firing issues with the monopolar. The integrated electrosurgical unit (iesu) had error messages c00, c34 & m11in the user interface and in the logs. The customer had attempted to swap between monopolar ports and replaced the energy cable. The technical support engineer (tse) asked the caller to power cycle the iesu. After, the tse informed the customer that most likely the iesu was faulty, and it had to be replaced. As a workaround, the tse suggested the customer use a force triad to continue having monopolar energy until service. The customer informed the bipolar energy was working. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported failure was confirmed and reproduced during in-house testing when the iesu was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.